Event description:
Per the clinic, the implant magnet was electively explanted on (B)(6) 2024, under general anesthesia. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.